Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that the patient received a hip implant in 2007. It was reported that the patient's implant has allegedly fractured.